Manufacturer narrative:
The log file covering the period in question was analyzed by the manufacturer and revealed two aspects that can be considered disturbance factors of the particular ventilation episode: right from the beginning of the automatic ventilation the device alarmed for pressure high, pressure negative and minute volume low. This can be explained by checking the ventilator data - the fresh gas flow was set to "0". This certainly resulted in hypoventilation of the patient; heavy coughing has most likely caused the fluctuating pressure readings. The second aspect were two instances of an motor encoder check error logged for the period in question. This may be an indication for a beginning wear-and-tear deterioration of the ventilator motor; on the other hand it is imaginable, too that the encoder check errors were a secondary effect of the coughing leading to an unexpected position of the vent piston. The biomedical department of user facility is providing service and maintenance activities for the devices under own responsibility. Dräger recommended to replace the ventilator motor as a precautionary measure. It was reported back that the device passed all tests after the motor replacement and is back in use w/o further problems. Dräger finally concludes that the major aspect leading to the restricted patient support was an improper fresh gas setting i.e. Is clearly attributed to use error. Based on the available information can neither be confirmed nor denied if there was a beginning technical problem with the vent motor already and if yes - if this was an additional factor in the particular event.

Event description:
Please refer to initial MFR report #9611500-2019-00062.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that the unit had a vent failure immediately after going into vent mode at the beginning of a case. There was no patient injury.